Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia during a supply change while on day two of pump use after a recent meal announcement with inaccurate carbohydrate entry. Symptoms included low blood glucose to 50 mg/dl without loss of consciousness or other acute complications. Outcomes included approximately one hour of glucose levels below range and self-treatment with oral fast-acting glucose, with no medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education regarding carbohydrate announcement accuracy and pump use. Investigation of this case revealed no device malfunction identified and user-related factors related to carbohydrate estimation and early adaptation period on the pump. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.